Manufacturer narrative:
H6: ventec has made multiple attempts to contact the initial reporter in order to see if the device is available for an evaluation, but no response has been received. Additionally, ventec has not received any additional information from the device's previous manufacturer, invacare, related to the reported issue/event. The device has not been returned for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the serial number for the oxygen concentrator involved in this event, which had been provided to ventec by the initial reporter, was not valid. Ventec reached out to the previous device manufacturer, invacare, to see if they had received any additional information from the insurance agency clarifying the serial number but they had not. As a result, section d4, serial # and UDI#, are currently "unknown" and section h4, device manufacturer date, shall be left blank. If the serial number is received, these fields shall be updated accordingly. The device has not been returned to ventec for evaluation. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that an oxygen concentrator had overheated, "causing scorching on the vinyl laminate flooring. The fire department had to be called." There were no reports of patient involvement associated with the reported event.